Manufacturer narrative:
This is a case of pain with a smr resurfacing prosthesis. By the clinical event information, there was no infection, but the presence of a fluid filled cyst suggests that it was a local tissue response. We checked the sterilization charts of the device involved ((B)(4)), without finding any anomaly. The stem was regularly eto sterilized, so it was provided sterile by limacorporate. We know that further info (x-rays, explants) will not be available. With the information provided, we cannot go back to the causes of this adverse event. The fact that the revision took place almost 3 years after original surgery suggest that the device itself did not cause the adverse event. As reported, more likely this is an immune response by the patient leading to rejection.

Event description:
Original surgery on (B)(6) 2009. Pre-op: (B)(6) woman complained of unremitting pain in right shoulder. Intraoperative observations ((B)(6) 2012): fluid filled cyst superolateral aspect of implant. Considerable lysis lateral and distal to the implant. An 1cm hole through the proximal humerus where the stem was visible. The surgeon commented that there appeared to be stress shielding. Glenoid cartilage seemed to be healthy. The smr implantation was uneventful. We then received further information, which is reported below. Interesting, as the patient was apyrexic plus there was an absence of pus, dr (B)(6) did not comment that infection was a consideration. More likely is an immune response leading to rejection. The presence of a fluid filled cyst tends to support the contention that there was a local tissue response not infection. It is not necessarily strange although certainly not common that latent infection could be present for years. In the above case tissue did not look infected. This event and the related surgeries took place in (B)(6).